Event description:
It was reported via repair work order that the zoom drive would go forward too fast due to malfunctioned pcb box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.